Manufacturer narrative:
Analysis of the 3888-28 lead found no anomaly. Analysis of the 3888-33 lead found no anomaly. Analysis of the unknown anchors found no anomaly. No device analysis was performed on the unknown setscrews; the component met risk based criteria.

Manufacturer narrative:
Product ID 3888-28, lot# 0207089114, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3888-33, lot# 0207088429, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that two leads were implanted and when inserted into the multi-lead trialing cable both leads gave high impedances of over 10 ,000. It was noted that both leads were replaced for new ones. It was noted that there was no harm or injury and that with the new electrodes the patient received good stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# 0207089114, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# 0207088429, implanted: (B)(6)2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: neu_set_screw, product type: accessory. Product ID: neu_set_screw, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.